Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently fluctuated resulting in the pump shutting dwon. Pump battery was at 75 percent. Customer charged pump battery; pump turned on. There were no alerts or alarms prior to shut off found in pump history. There was no reported adverse impact to customer's blood glucose.